Event description:
It was reported the balloon ruptured following multiple inflations beyond its rated burst pressure during a hemodialysis fistula graft dilatation procedure. A pressure gauge was not used. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been destroyed by the user facility, therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percuataneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow up indicated this balloon was inflated beyond its rated burst pressure and without the benefit of a pressure gauge. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "it is essential an inflation device with a pressure gauge (medi-tech catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine the adequate dilating force is applied while not exceeding the maximum limits of the product. The rated burst pressure should not be exceeded...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."